Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device cycled power by itself when attempting to access the setup mode of the device. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control was made aware by the customer that the device was sent to a third party service agent and would not be sent to physio for evaluation. The device was not returned to physio for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer

Event description:
The customer contacted physio-control to report that their device cycled power by itself when attempting to access the setup mode of the device. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.